Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that in the context of an implantable neurostimulator (ins) replacement due to depleting battery, the device reported >4000 ohms for all 4 electrodes of the lead. These measurements had been taken before the ins replacement procedure started. With repeated measurements in the procedure the value were reproduced after the ins was disconnected and reconnected. The lead was alleged defect. It was unknown if anything led/contributed to the event and nothing reported by either the consumer or the hcp. Reported measurements were taken and the high stimulation impedance values were reproduced after the ins was disconnected and reconnected. The lead was replaced and explant of the conspicuous lead. The issue was noted as resolved. It was noted that the scheduled ins replacement resulted in a more invasive procedure due to the lead revision and resulted in a delayed procedural time. The procedure was completed without anything noticeable. No symptoms were reported.

Manufacturer narrative:
Analysis of the lead, model 388928, serial/lot no. (B)(4), found the lead body conductor broken at or near tines.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0204778093, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information received from the representative reported there was no alleged conspicuous battery depletion it was judged expected. Therapy success was impaired in the closer past. If this was related to the event remained unknown and noted perhaps lead analysis could answer the question.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.